Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection did not detect any damage on the cuff, airline or pilot balloon. Functional testing of cuffs indicated no issues with inflation of cuff, but symmetry of cuff was found to be outside of specifications on 2 units confirming customer complaint. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the cuff not evenly inflating. Cuff sticking to the plastic molded container. No patient injury reported.